Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: a review of the black box revealed data from (B)(6) 2015. "Power on reset" events were observed in the black box on (B)(6) 2015. The battery compartment was found to be intact. The battery cap was able to tightly secure to the pump. During evaluation, the pump was powered on with the returned battery cap. The pump was exercised for 24 hours with no rebooting, loss of power or call service alarms duplicated. The pump case was removed; there was evidence of moisture contamination found inside the pump on different electrical components. The reported "no power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was no reported damage or corrosion found to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.